Manufacturer narrative:
Catheter, model: 8709sc, serial# (B)(4) implanted: (B)(6) 2011, explanted: 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed a miscellaneous alarm anomaly with the resonator. The pump passed all nondestructive testing other than the alarm test, which failed with a reading of 62.6 db. The alarm pin test was then done with a result of a peak to peak voltage of 6.84vdc and a battery voltage of 2.92vdc, which passed. The resonator was found to be cracked. Analysis of the catheter revealed a non-significant indent in the sc connector seal which did not affect infusion.

Event description:
It was reported that the pump and catheter were explanted due to infection. Patient outcome was noted as recovered without sequela. Drug delivered via the device was morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.